Manufacturer narrative:
This is 2 out of 2 reports. The device remains implanted.

Event description:
It was reported that following angioplasty with a balloon, the subject stent was placed across the 82% stenosed left middle cerebral artery (mca) m1 lesion. The procedure was successfully completed. Post procedure, the patient opened eyes, followed simple commands, moved all extremities. The next day, it was noted that the patient had aphasia and cannot move the right arm. Computated tomography (CT) head scan and magnetic resonance imaging (MRI) indicated an in-stent thrombosis and an extensive infarct in the treated left mca territory. The stroke was measured with a national institute of health stroke scale (nihss) score of 19 and that patient's disability was measured with a modified rankin scale score of 5 (baseline mrs was measured of 0). Adverse events were treated with medications (not specified). The patient is still in the hospital with nihss score of 20 and mrs of 5. The physician suspected that in-stent thrombosis and stroke occurred due to the patient was unresponsive to antiplatelet drug medication.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, patient stroke, stent thrombosis, and complications (neurological symptoms) are known risks associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that following angioplasty with a balloon, the subject stent was placed across the 82% stenosed left middle cerebral artery (mca) m1 lesion. The procedure was successfully completed. Post procedure, the patient opened eyes, followed simple commands, moved all extremities. The next day, it was noted that the patient had aphasia and cannot move the right arm. Computated tomography (CT) head scan and magnetic resonance imaging (MRI) indicated an in-stent thrombosis and an extensive infarct in the treated left mca territory. The stroke was measured with a national institute of health stroke scale (nihss) score of 19 and that patient's disability was measured with a modified rankin scale score of 5 ( baseline mrs was measured of 0). Adverse events were treated with medications (not specified). The patient is still in the hospital with nihss score of 20 and mrs of 5. The physician suspected that in-stent thrombosis and stroke occurred due to the patient was unresponsive to antiplatelet drug medication.